Manufacturer narrative:
(B)(4) - follow up #001. Initial (B)(4) issued MFR. Report # 1525712-2013-07609.

Event description:
It was reported the thread inserts for the pivot slide tube mounting kit on the prox4s manual wheelchair is stripped.